Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump error alarm. The customer¿s blood glucose level was 170 mg/dl. Customer stated that they previously performed self test and it was passed. The insulin pump will not be returned for analysis.